Event description:
IV alarm was reading occluded, the side channel was opened, and found the IV tubing had expanded into a large shaped circle inside the chamber, the IV rate was at 10 cc/hour, the tubing had been in place approximately 9 -10 hours.